Event description:
(B)(6) reported that a large (strong build) pt experienced a dehiscence of the dermal layer in the upper half of the incision, forty-eight (48) hours post-operative a total knee procedure. Traditional suture (ethicon) was used to close the capsule and deep dermal layer. Quill 2-0 monoderm was used to close the skin. A rn noticed the dehiscence and the pt was taken back to the operating room for closure. An assistant initially closed this case with the physician present.

Manufacturer narrative:
The actual "used" devices were not returned. However, sterile devices from the reported finished good lots were returned to angiotech for eval. This event was initially reported to critical assist and then forwarded to angiotech. Method: the actual devices were not returned for eval. However, sterile devices from the same reported finished good lot were returned to angiotech and forwarded to the qa laboratory. The samples underwent the standard pre and post hydrolysis testing for the specific suture material. Results/conclusions: all returned devices met angiotech and usp requirements. Relevant portions of the device history records were reviewed and no corresponding issues were identified. Angiotech reference: (B)(4), quill srs item # ya-1022q, 2-0 monoderm, lot m106000.